Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: ng, inratio: 5.0, lab: 1.6. Lab draw was performed immediately after finger stick. Therapeutic range: unk. Caller was not the one who performed the test. No info was provided regarding technique or pt specifics.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio result = 5.0, reference result = 1.6, mean = 3.3, confidence limits = 1.9 - 4.6. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values fall outside the limits, so the criteria was not met and the values were discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Unable to perform retained strip tests due to unk strip lot number; lot provided in the event details. No further investigation is possible. Analysis of the client's date from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer did not provide lot numbers or return products for investigation. Root cause could not be determined from the info provided by the customer. No strip lot info was available. This issue will be subject to future tracking and trending. Corrective action not required at this time.